Event description:
Attempted to open multiple IV clear dressings and packages were glued shut in a way that prevented them from opening. Was unable to also open them in a manner that would allow them to be dropped into sterile field. Attempted 6 packages, all with same lot number, and none of them would open correctly.